Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last few months.

Event description:
It was reported that the patient experienced some discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned and the patient was doing well postoperatively. Nothing was explanted.